Event description:
A care giver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) had the cg cycle power to clear the alarm then explained a se 2240 indicates a large amount of air has entered setup and advised the cg to start over with new supplies. The tsr advised the cg to notify his nurse to inform of the alarm. The tsr reviewed proper procedures per the user manual with the hp. A follow up was made via phone call with the cg regarding the alarm. The cg stated he did not notice any visible damage or abnormalities with the cassette that was in use. The cg stated there were no separations, disconnections or holes in any of the supplies that may have caused the alarm. The cg stated he discarded the sample and did not know the lot number. The hp stated the home patient (hp) finished therapy with manual supplies and then resumed therapy on the cycler the following day. The cg stated he notified the nurse of the alarm and she advised them on how to proceed. The cg stated the hp had a stroke on (B)(6) 2010. The cg stated the hp was on manual supplies at the time and was hospitalized for 3 or 4 days. The cg did not have any additional information.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The cg stated he did not notice any visible damage or abnormalities with the cassette that was in use. The cg stated there were no separations, disconnections or holes in any of the supplies that may have caused the alarm. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).